Event description:
It was reported that the customer had a motor error alarm and blank display on the insulin pump. The customer's blood glucose level was 89 mg/dl. The troubleshooting was performed. The customer was assisted on clearing the alarm. The customer was asked any significant events leading to the alarm and said nothing. The customer was advised that the insulin pump will be replaced. The customer was advised to discontinue use of the insulin pump and revert to back up plan per health care provider instruction. The customer stated that she does not want to do blank display troubleshooting since that insulin pump will be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed; motor may have had intermittent failure that was not detected during testing. The insulin pump was monitored; all operating currents tested are within specification range. No blank display. The insulin pump passed prime/a33, displacement, rewind and basic occlusion tests. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and cracked case near display window corners noted during our visual inspection.